Event description:
No additional information was received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Updated fields: b5, d5, d8, h2, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: burn-in of the lcd panel. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set-up, the subject device exhibited that the power did not turn on even after changing the outlet, the issue occurred during set up. There were no reports of patient harm.